Manufacturer narrative:
Initial reporter phone #: unknown. Investigation summary: no samples were received. What could have happened is that the plastic hub is placed under the cannulator then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it after a plastic hub is assembled. In this case, a jam may have occurred inducing the excess of white epoxy on the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the 1st complaint for lot # 9148980 for this type of defect or symptom. Root cause description: nip assembly line. Rationale: CAPA not required at this time.

Event description:
It was reported that foreign matter was discovered prior to use with bd precisionglide¿ needle. The following information was provided by the initial reporter: it was reported that white paint was noticed on the syringe. Description of issue: customer reported white paint on syringe needle. Customer did not use needle as a result. Customer used another needle and was able to load cartridge successfully. Number of occurrences: 1. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. Item number: 26 g, 3/8¿ needle ¿ 305110. Product lot number: 9148980. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No.